Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The patient sample is unavailable for further testing and the clinical history of the patient is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers. The advia centaur (B)(4) assay is limited to the detection of igg antibodies to (B)(6) in human serum or plasma (edta, lithium or sodium heparinized plasma). Assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."

Event description:
A (B)(6) advia centaur xp (B)(4) result was obtained on a patient sample. The patient sample was run on an alternate method and the result was (B)(6). Confirmatory testing was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) results.